Event description:
On (B)(6) 2012 the patient contacted the animas corporation to report that the buttons have become unresponsive over the last two months. The patient claims the buttons are intermittently responsive requiring multiple, forceful presses to obtain a response. The patient stated that the pump is worn on a belt and is not cleaned. The patient claimed that a lens film is used. There is no reported adverse event with this complaint. This allegation is being reported due to an alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The product analysis found that the up and down arrow buttons had intermittent response. The keypad was removed and contamination was found under all of the keypad buttons. Unrelated to the complaint, the pump's battery cap was stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.